Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their r pump date and time continued to default. The customer states they had to change out the battery twice. The customer states they are at the doctor's office and would not be able to do any troubleshoot that required battery change. The customer's blood glucose level at the time of incident was 412mg/dl. The customer disconnected the call. No further information or assistance provided.